Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad was worn but undamaged and all the symbols were legible. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The contrast button was unresponsive. Removal of the keypad cover found contamination under all the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.